Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a abr procedure, the wire inside broke before the force was applied immediately. The part where the thickness changes was broken. The case was completed by using a new product. No patient harm.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4068-25tr was received for investigation. Visual inspection identified that the nitinol wire loop had broken prior to receipt for investigation. The fragment(s) generated during the event were not returned. No damage was observed to the suturelasso assembly. The cause remains undetermined.